Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter, event site mail), e3, g1, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the power management board. The issue still remained, so the old power management board was placed back into the unit. After charging, the unit was working okay on both battery and mains supply. The unit was observed on a trainer for more than two hours and was working okay. The iabp was handed over to the customer in good, working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) was found to have no battery back up. There was no patient involvement.